Event description:
The customer reported being in the emergency room three times with diabetes ketoacidosis and high blood glucose. The last time her glucose level was 680mg/dl at time of admission. The caller stated that she woke up with high blood glucose and took a large dose of insulin. The customer was short of breath and checked her high glucose level. Then she removed the cannula and it was kinked, and not in her skin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.